Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited far field oversensing which resulted in inappropriate automatic mode switch episodes. During implantation of the implantable cardioverter defibrillator, the lead was capped and replaced on (B)(6) 2018. There were no other issues with the lead function. The patient was stable post-procedure.